Event description:
The customer reported that the lens was fogged and that there appeared to be moisture behind the coupler window during inspection for use, involving an Olympus Autoclavable Camera Head. There were no reports of injury.

Manufacturer narrative:
E1-Address -(b)(6), United StatesDate of event is unknown. Additional information will be provided if available.The device was returned to Olympus for inspection, and the reported failure was not confirmed.A root cause could not be identified. Based on the results of the investigation, it is likely the Cause could not be determined for the malfunction.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.